Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: repair. Additionally, the service technician noted the following description: pins on saw shaft broken. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: coupling tool side defective. The probable root cause was determined to be wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn as no product was received for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator had a device failure and has no performance. It was also reported that it was sent in for evaluation and repair. No further detail available from the customer. This is report 1 of 1 for (B)(4).